Event description:
The customer reported that the system was intermittently freezing up. This caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The voltage on power supply was evaluated and adjusted to optimum operating voltage. The system was tested and found to be working as intended and returned to service.